Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated an issue with missing/invalid diagnostic data. Per tech services and systems engineering, the initial episode #20 there is a marker channel but no egm. Episode #21 gives an invalid data message.

Manufacturer narrative:
This event occurred outside the us. This model number is not approved for distribution in the united states, however, it is similar to a device marketed in the u.s. The event is being reported due to an alleged malfunction. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there are two episodes without egm's available on the implantable pulse generator (ipg). One episode has marker channel only and the other states invalid data. The device remains in use. No patient complications have been reported as a result of this event.